Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad melted and partially detached and the blade discolored due to heat generated from contact between the blade and tissue pad. The device was tested with a test handpiece and generator and it was functional. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a lap bowel resection the devices blade became very hot and left a blanch mark on the bowel. They over sewed the blanched area of the bowel and continued with the procedure. They completed the procedure with a new like device.